Manufacturer narrative:
S/w version 4.11d, retainer ring = clear. Customer returned pump for an alleged power loss alarm and damage to battery compartment found on (B)(6) 2021. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: low battery alarm on (B)(6) 2021 at 01:22:01.000. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked corner of belt clip rails, cracked battery tube threads, cracked retainer, missing serial number label, stained keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked corner of belt clip rails was noted; however, alleged power loss alarm was not confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.